Manufacturer narrative:
(B)(4). Event is still under investigation.

Event description:
The pt reported to the facility that a cecostomy tube had broken off inside and that when the pt had a bowel movement the broken piece came out into the toilet. The trap door was still intact. For the pt safety this device needed to be changed soon. The pt came into the emergency room at (B)(6) hospital and an emergency kit was put into place. The pt called surgery d1 on (B)(6) 2014 to get cecostomy tube changed.